Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat device had a short circuit error on device 1 and probe damage error for device 2. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. The distal end of the device was inspected under a microscope and found the probe detached, missing portion not returned. A root cause could not be identified. The event can be prevented by following the instructions for use which state: should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.